Event description:
It was reported that the steer lock is not disengaging due to a loose screw and steer plunger.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.